Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 4.0-40, 80 wanda¿ balloon catheter was advanced to dilate the lesion. During utilization of the device, while inflating the balloon, it was noticed that the balloon was pierced. The procedure was completed with a mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the hub section of the device identified no cracks or damage. A visual and tactile examination along the length of the shaft identified no damage. The balloon was visually and microscopically inspected and there was no evidence of a tear or hole in the balloon material. As part of the analysis the balloon was inflated, using an encore inflation unit, to its rated burst pressure of 16 atmospheres with no leaks noted. The balloon was deflated and inflated on three more occasions to its rated burst pressure with no leaks noted in the balloon. No issues were identified with the returned device which could potentially have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 4.0-40, 80 wanda balloon catheter was advanced to dilate the lesion. During utilization of the device, while inflating the balloon, it was noticed that the balloon was pierced. The procedure was completed with a mustang balloon catheter. No patient complications were reported.